Event description:
During an ICD upgrade, externalized conductors were observed on the rv lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Externalized conductor due to internal insulation abrasion was noted between 14.0 to 15.0cm and 29.5 to 31.5cm from the lead tip. External insulation abrasion was noted between 43.0 to 48.0cm from the lead tip consistent with friction to the ICD can. The etfe insulation was intact at all abrasion locations.